Event description:
It was reported this biopsy needle misfired during the first attempt at a renal biopsy which resulted in tearing the kidney. The pt experienced significant bleeding, requiring a blood transfusion. The pt's condition is good and has since been discharged. This device has been destroyed by the user facility. Therefore, no failure analysis will be available. User technique and/or pt anatomy may have contributed to this event. However, without evaluating the device co is unable to determine the exact cause for this event. Co's directions for use state: "warning: test firing the needle without stabilization may damage the cannula tip. ...do not leave the needle cocked with the springs under tension until ready to use.